Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shocking lead impedance. The device remains in service. No adverse patient effects were reported. Additional information: the physician has elected to continue to monitor this right ventricular lead as the shock lead impedance measurements have been gradually increasing.

Event description:
It was reported that this right ventricular (rv) lead and associated implantable cardioverter defibrillator (ICD) exhibited high shocking lead impedance. The physician will continue to monitor the lead and complete additional testing if needed. The device remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.